Event description:
One probe from a 3 probe case frosted up the shaft. Two additional probes opened to replace the probe with the frosted shaft also frosted. Complaint 1 of 3.

Manufacturer narrative:
Actual device evaluated by simulated use testing which confirmed the reported issue. Further evaluation determined a failed vacuum sleeve was the cause of the shaft frosting.